Event description:
It was reported that the ilet user ate breakfast without announcing the meal, experienced a rise in glucose, received a correction from the ilet, then had a subsequent low glucose reading on continuous glucose monitor (cgm) that prompted administration of glucagon by a caregiver, after which oral carbohydrates were taken and glucose rose markedly. Education was provided on proper fingerstick confirmation of lows and treatment of hypoglycemia, and the event was categorized as a use-related issue with the user interface implicated and no device malfunction identified. Symptoms included hypoglycemia and hyperglycemia ranging from 39 mg/dl to 330 mg/dl with dizziness, headache, and muscle weakness. Outcomes included serious injury requiring unexpected medical intervention in the form of medication administration. Investigation included interviews and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement and low-glucose confirmation. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.